Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) will not accept the helium tank. It is unknown under which circumstances the event occurred or if there was any patient involvement.

Manufacturer narrative:
Additional contact information for reporter: (B)(6). A getinge field service engineer (fse) was dispatched to investigate the issue. In order to solve the issue, the fse recalibrated the helium transducer. The fse then continued to perform unit checkout. The unit passed all functional and safety checks to factory specifications. The unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) will not accept the helium tank. There was no patient involvement.

Event description:
It was reported that prior to use, the cardiosave intra-aortic balloon pump (iabp) will not accept the helium tank.